Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) battery life estimate was less than they expected. The crt-d remains in use. It was reported that the patient contacted regarding an issue with the battery life display in the mobile monitoring application, which was currently unavailable. The patient had already been referred to the clinic twice, but the clinic sent the patient back for further assistance. The patient had previously seen the battery life before the issue began. Advice was given to visit the office for a programming session to address the implant battery longevity. Communication was made that the battery life display issue was being worked on, but there was no estimated timeline for resolution. The mobile monitoring application remains in use. No patient complications have been reported as a result of this event.